Manufacturer narrative:
The tip was returned and evaluated. It passed flow, leak and thermistor testing, however, failed the visual inspection due to a dent. The data log was returned and evaluated. Based on the evaluation of the data, the treatment tip, handpiece and system performed as expected. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient received a thermage treatment on their abdomen and experienced burns and blisters. The patient was treated with hydroquinone 4% bid. Post procedure images were reviewed, and crusted lesions scattered around the abdomen area were noted. The doctor stated that is unlikely that the patient will have permanent damage or scarring. The patient was administered alprazolam prior to the commencement of the treatment. The highest energy level setting was 4. The physician stated that during treatment, a few tip attachment to handpiece errors occurred. Approximately one and three-quarter bottles of cryogen and coupling fluid was used during the procedure. The doctor confirmed that the tip was inspected prior to the treatment and nothing was noted. The tip was also inspected four to six times throughout the treatment.

Manufacturer narrative:
Correction to g1 fax. A review of the manufacturing records showed all requirements were met. The treatment tip and datacard logs were retuned for evaluation. Based on the evaluation of the data, the treatment tip, the handpiece and system performed as expected. Burns, blisters, and scabbing, are known possible patient reaction to thermage cpt treatment. According to the treating clinic to it is unlikely this event will result in permeant damage or scarring.